Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced an infusion set had blockage at tubing on 08-jul-2024. No further information was available.